Manufacturer narrative:
Data of the device was reviewed by engineering and the connection errors were confirmed. The programmer was unable to retrieve the patient info from the device. It was possible that the device was otherwise still functioning normally. This issue remains under investigation.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Two different programmers and telemetry wands were attempted and the device still couldn't be interrogated. A magnet reset test was also performed, where appropriate beep tones were emitted. The patient planned to be enrolled into remote monitoring in an attempt to retrieve an interrogation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the physician attempted to perform a magnet reset on (B)(6) 2018, but it was not successful. Surgical intervention was performed and the device was explanted and successfully replaced. It was also reported that after disconnecting the lead, the device was able to be interrogated and successfully loaded the patient data. Therapy and post shock pacing were programmed to ¿off¿. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Following additional engineering review, it was recommended to attempt one last magnet reset. If the expected beep tones were not elicited, device replacement was recommended.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial visual inspection of the header and electrode port found no anomalies. The seal plug was intact and the setscrew moved freely and without issue. There was an arc mark present on the outside of the device case; however, it was determined that the mark was caused by the electrode touching the s-ICD¿s case after it was explanted, prior to therapy being programmed to ¿off¿. A standard tablet programmer was utilized to interrogate the s-ICD; no issues were noted when scanning for the device, connecting to it, and performing a memory download. A review of the device¿s diagnostic data confirmed that successful telemetry communication with a programmer was indeed achieved on (B)(6) 2018 after the s-ICD was explanted, prior to its return. However, engineers were unable to ascertain from the data what specifically caused this change in the device¿s ability to complete the interrogation. Next, testing to further evaluate the device¿s radiofrequency (rf) wake-up pulse function was performed. Testing confirmed wake-up pulses were present and lasted the appropriate length of time, indicating that the rf oscillator was operating correctly. Despite the physical testing on this returned s-ICD, the condition that prevented the device from being interrogated appropriately prior to its explant could not be identified during laboratory analysis.

Event description:
Subsequently, the device was explanted and returned for analysis.